Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. Green and white multifilament sutures remained attached along the sewing ring. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. A large perforation or abrasion in the lunula of the left cusp appeared to be due to contact with a long suture tail and/or the outflow rail. A tear and abrasion through the free margin and lunula of the non-coronary cusp appeared to be due to contact with the bias cloth adjacent to the right non-coronary stent post. All commissures were intact. Remnants of pannus lined the sewing ring on the inflow, over areas of the tissue and base stitching adjacent to all cusps, to the inflow margin of attachment, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps showing evidence of a reduced inflow orifice area. A remnant of pannus remained attached to the top of the left right stent post, to the top of the commissural area, slightly covering the free margin and lunula of the right cusp, showing possible restricted leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: analysis determined that the cause of the event was due to a long suture tail and/or bias wear, which is related to implant technique. In addition, reduced performance of the valve is also attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received that the replacement valve was a 25 mm valve (explanted valve was 29 mm), suggesting patient prosthesis mismatch of the explanted valve. Thus, the explanted valve was likely oversized at implant and resulted in the reported regurgitation. The cause of the event was likely related to use error. (B)(4).

Event description:
Medtronic received information that 17 months following the implant of this bioprosthetic valve, echocardiography revealed severe paravalvular leak. Subsequently, 2 months later the valve was explanted and replaced with another bioprosthetic valve of the same model. No adverse patient effects have been reported.